Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : the device was retained by the facility.

Event description:
As reported: "t2 alpha femur gt aiming arm got damaged. The gray knob to secure and unsecure the drill sleeve broke."